Manufacturer narrative:
Corrected primary unique device identifier number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident multiple biometric scanner spoof errors were identified a field service engineer tested the device via hardware test application, the scanner worked normally. The field service engineer adjusted universal serial bus settings in device manager and reseated the scanner cables. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system biometric scanner failed and affected multiple procedures that caused less than a 3-minute delay for users trying to remove medications. The affected procedures were endoscopic carpal tunnel release, open reduction and internal fixation, total abdominal hysterectomy/bilateral salpingectomy, tubal ligation, and various narcotics medications were required including fentanyl and hydromorphone. Customer stated that no impact to patient's health and the required medications were obtained from other stations, pharmacy, and by rebooting the device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the malfunction was due to multiple biometric scanner spoof errors. The field service engineer tested the hardware application, adjusted universal serial bus settings and reseated bio ID cables to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system's biometric scanner failed and affected multiple procedures that caused less than a 3-minute delay for users trying to remove medications. The affected procedures were endoscopic carpal tunnel release, open reduction and internal fixation, total abdominal hysterectomy/bilateral salpingectomy, tubal ligation, and various narcotics medications were required including fentanyl and hydromorphone. Customer stated that no impact to patient's health and the required medications were obtained from other stations, pharmacy, and by rebooting the device. There were no adverse events or injuries reported based on this event.